Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in the clinic for a scheduled follow-up where the customer was unable to receive data from the display screen after the system controller was connected to the power module (pm). The system controller was connected to the office's pm to download data but was unable to receive it. In an attempt to troubleshoot, the system controller was disconnected and reconnected multiple times. The screen on the controller showed flow 2.6 lpm, speed 5100 rpm, pi 11.7, power 3.5 w. An additional pm and heartmate touch were also tested. The vad coordinator disconnected and reconnected to this newly brought over system and they were still unable to get connectivity despite attempts. Finally, an additional system monitor and an additional blue tooth adapter for the same heartmate touch were tested. Still, the customer was unable to get patient data to show up despite multiple attempts at connectivity. To ensure the data cables were working well, they attempted to connect to the patient backup controller and the data came up right away. It was determined that the controller was defective. The controller was exchanged and will be returning to abbott for analysis. Once switching controllers, the customer was able to get information right away.

Manufacturer narrative:
Manufacturer's investigation conclusionl the reported event of a communication issue between the system controller and the system monitor was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis. Upon initial testing, the controller did not communicate with the system monitor. The controller power cables underwent continuity and insulation testing and passed. The controller was opened in order to test the printed circuit board (pcb) components. During testing, the voltages across the integrated circuit (ic) (u9) were found to be fluctuating. The ic was replaced with a functional ic and the controller was then connected to a system monitor and was found to operate as intended. The system controller underwent preliminary and functional testing following the repair and passed. The system controller was able to operate for an extended operation as intended. A log file was able to be downloaded for review. A review of the downloaded log file showed events spanning approximately 5 days (11oct2021, 19oct2021, 29nov2021, 01jan2000, 30nov2021 per timestamp). The majority of the log file was overwritten during testing. Events captured on 01jan2021, 19oct2021, 29nov2021, and 30nov2021 took place in the testing labs at abbott. The driveline was disconnected on 11oct2021 at 15:40:35 and the controller was shut off at 15:41:18. There were no other notable alarms active in the log file. Pump operation was not affected. The rs232 transceiver u9 underwent third party testing. The component underwent chemical decapsulation and was successfully exposed and cleaned. The component was x-rayed, viewed under a microscope, and underwent scanning electron microscopy (sem) and no physical anomalies were found. The investigation could not determine the failure was due to an internal failure of the component. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.